Manufacturer narrative:
A ge rep evaluated the system and tightened all locks and handles. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported multiple locks are not holding properly. No pt injury was reported.